Event description:
It was reported that the customer's blood glucose was 420 mg/dl following a party, and she received an unexpected restart alarm on the insulin pump. The customer performed a self-test and the insulin pump passed. She was advised to program a bolus into the air and the bolus was recorded into the insulin pump. The customer was advised to monitor the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.